Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal injection of amikacin (250 mg in bag one and bag three only; frequency and duration not reported) and intravenous cefpirome (500 mg two times daily; duration not reported) for peritonitis. Dianeal therapy remained ongoing. Recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient¿s peritoneal fluid was clear and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.